Event description:
Consumer reported developing inflammation and redness two days following a skin lesion excision. The incision was covered with steristrips and a bandage due to itchiness. The sutures were removed within one week of the procedure. The patient was monitored daily until healed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.